Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in the superior mesenteric artery. A 6.0mmx18mmx150cm express sd renal/biliary stent had been placed to treat the lesion. Another 6.0mmx18mmx150cm express sd renal/biliary was then advanced to extend the stenting. When the physician positioned the stent in place and pulled back, the distal end of the catheter along with the balloon and stent completely broke off the shaft of the delivery system into the patient. The device was not able to be properly deployed and that piece/fragment of the delivery system was not able to be snared as the vessel was too small to accommodate the snare. Flow was recognized past the broken device piece. The procedure was ended at that point with no patient complication. The patient was reported as doing fine.